Manufacturer narrative:
Method: complaint history review; device history review;results: there were no details provided on the patient's health and/or lifestyle so the cause is unknown and multifactorial.conclusion: the reported event of a screw backing out and the spring bar deformation on an aviator assy one level plate as confirmed by the parts provided. Manufacturing files were reviewed and no incidents were found. There were no new hazard/harms identified or breach of severity.

Event description:
It was reported during removal of original plate, doc noticed some damage on one of the locking wings and 2 of the screws. Roh (removal of hardware) done successfully and anchor c was substituted in.

Event description:
It was reported during removal of original plate, doc noticed some damage on one of the locking wings and 2 of the screws. Roh (removal of hardware) done successfully and anchor c was substituted in.